Manufacturer narrative:
General information: post operative incident. The instrument arrived in decontaminated condition. Consequences for the patient: according to the available information there were no negative consequences for the patient. Investigation: we made a visual inspection of the fracture surface of the broken off catch nose. Here we found the typically signs of a forced fracture. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. There are six further complaints with this lot and error pattern at hand. Conclusion and root cause: the root cause for the problem is most probable usage related. Rationale: without further knowledge about the circumstances we expect, that the surgeon spread the downtube not completely with the removal key as mentioned in the instructions for use (IFU), so that the catch broke off during removal.corrective action: a product safety case was launched.

Event description:
It was reported that there was an issue with ennovate mis downtube. According to the complaint description the "nose" of the downtube is broken during disinfection. There was no patient harm. Additional information was not provided nor available. The adverse event/malfunction is filed under (B)(4).